Manufacturer narrative:
During preventive maintenance (pm) on 01/24/2022, the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause for the observed failure was the defective load cells. The defective load cell modules are likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to the user advisory (ua) 07 error message displayed upon powering on. The load cell characterization test indicated that both load cells are defective. The defective load cells will be replaced to address the observed failure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During zoll's investigation on 01/24/22, the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon platform powering on. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause for the observed failure was the defective load cells. The defective load cell modules are likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to the user advisory (ua) 07 error message displayed upon powering on. The load cell characterization test indicated that both load cells are defective. The defective load cells will be replaced to address the observed failure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During zoll's investigation on (B)(4) 2022, the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon platform powering on. No patient involvement.